Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, an effusion was diagnosed via ultrasound. At the beginning of the procedure, the coronary sinus was attempted to be catheterized using the ablation catheter that was inserted through the agilis introducer. Following such, after an injection of iodine, an effusion of contrast fluid out of the coronary sinus was noted. As the patient's constants remained within a normal range and the ultrasound showed a limited and stable effusion, the procedure was continued and the patient remained stable throughout the procedure. Immediately following the procedure, ultrasound revealed the effusion had not worsened, however, one hour later the patient became symptomatic. A pericardiocentesis was performed in order to stabilize the patient. The patient's anatomy was thought to have contributed to the event as well. There were no performance issues with the device. The physician believed the effusion was caused by the ablation catheter that was used to catheterize the coronary sinus.